Event description:
(B)(4)

Manufacturer narrative:
A field investigation was conducted. The investigation found that the 3 nuts on the traverse rail carrier were missing. The installation was completed approximately one year before this incident. It is likely that these nuts were present during the last year, but were not properly tightened/installed, which caused them to come off. The nuts were replaced and the system is back in service. The entire installation was inspected on november 12, the day after this incident and no further issues of this type were noted.